Event description:
The patient reported that the keypad buttons have been sticking for more than 2 months. He noted that all keypad buttons intermittently click and spring back, and that the audio bolus button is very difficult to press. The patient stated that the ok keypad button became stuck while priming on one occasion, and primed the entire cartridge. The patient confirmed that the rubber keypad is intact; and denied exposing the pump to water and cleaning products.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.